Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Information from the user facility biomedical engineer found that the exhalation flow sensor failed.